Manufacturer narrative:
There were no defects or problems found with the mattress. The gaps between the mattress and the bed frame were measured and verified to be compliant with current guidelines. It is not known how the mattress shifted position on the bed frame that would allow sufficient room for the neck to be caught between the mattress and the side rail. The mattresses are securely positioned on the bed frame and have to be picked up to shift side-to-side. The pt has been evaluated and is fine. It is also determined that the neck is not sprained from the incident.

Event description:
Facility reported that a male pt, on oxygen and confused, tried to get up to go to the bathroom and got his neck caught between bed side rails and mattress. Initially, it was thought that the pt sprained his neck. The pt is unable to communicate to tell them more and explain how the incident occurred. They have 20 or so of the pg apm mattresses and have not had previous incidents of this nature. They have had the mattresses for several yrs. When the pt was found, of course the first order of business was to free him from between the bed rail and the mattress. The exact position of the mattress was not noted in the haste to free the pt. They inspected all the mattresses at the facility, and found all mattresses securely in position on the hill-rom bed frames. These beds have flat pans with "captures" at the corners to secure the mattress in place and prevent sliding. In inspection of the other mattresses, one mattress was upside down on the bed frame, therefore the slick side was down and the nonskid up. It is not known if the mattress involved in the pt incident was also upside down. When the mattresses are in place on the bed frame, they are secure and cannot slide. The mattress dimensions were verified and found to be correct.